Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic gastrojejunostomy revision, when the trocar was being accessed by a tissue retrieval device, the seal of the trocar disengaged and was stuck at the shaft of the device. There was no patient harm.